Event description:
It was reported that the ventilators battery would not charge. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Information was received that the service provider (sp) inspected the device and found no issue with the unit. No further information was provided.